Event description:
The customer reported the ventilator did not alarm upon report of shutdown. The customer reported the unit was in use on pt, but there was no pt harm.

Manufacturer narrative:
Pr#: (B)(4). Pt info was requested and the customer refused. Reporting the info is confidential.